Manufacturer narrative:
Additional information was received on 8/26/2019. The event date and implant date have been further clarified. The symptoms began with implantation on (B)(6) 2000. Date of event and implant date have been updated. Additionally, the device was explanted on (B)(6) 2019. Operator of device has been populated. Is other serious - uncheck. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019 a search for the manufacturing record evaluation (mre) of the lot number provided was concluded, and no manufacturing record evaluation could be found, therefore no manufacturing record evaluation (mre) can be provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate profile 375cc saline prostheses placed experienced several unexplained systemic symptoms post procedure. Beginning roughly eighteen years ago the patient began having difficulty working on the computer. In 2009 extreme pain with numbness and the feeling of paralysis in the arm began, accompanied with impaired text messaging ability. It was stated that the patient cannot use a remote control and the arm becomes numb. Bad circulation in the arms, hands, and the feet were stated. Loss of strength of the arms, extreme pain in the arms, under arms, armpits, and thorax with tingling and numbness were also all noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-16992 for contralateral prosthesis report.